Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button cover was missing and the switch was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated contact is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor response buttons covers were missing and was unable to activate the monitor.